Event description:
It was reported that the external pulse generator (epg) had a broken knob. The epg was returned into service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of a broken knob on the epg. The menu control knob was missing. The upper case was broken around the menu encoder. The lower case had two bosses broken. The main label was damaged in multiple locations. The main seal was pinched. Both wires on the liquid crystal display (lcd) were pinched. (Wires exposed). Both output connector nuts were discolored. Five case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.